Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient had a lead revision in (B)(6)2009, however, they were still reporting falling episodes continued to occur and there was no pattern to them. Patient would be fine for a moment and then passed out. Caller reports that patient will be having follow-up appointment with neurosurgeon. The patient stated they went back and forth for numerous programming and patient was now in rehabilitation with orthostatic hypotension and was not doing well. Ever since the patient had deep brain stimulation surgery, he had spells/seizures. Lately, since his second surgery, the spells/seizures have been coming more frequently. The device had been helping his parkinson's system however. Additional information has been requested, but was not available as of the date of this report.